Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, they noticed the sheath was bent. They tried to extend the needle and it would not come out. After device removal and closer inspection, it was noted that the needle was protruding from the side of the sheath. The procedure was completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual assessment of the returned interject biopsy needle found outer sheath was bent at the distal end and needle tip was protruding through outer sheath. Dimensional verification of outer sheath working length was within specification. Functional evaluation found inner hub could be extended but needle was embedded in outer sheath and would not extend or retract. Device was disassembled. Assessment found inner sheath was bent at proximal end of needle, conforming to bend in outer sheath. Needle was present, properly bonded, and without issue. The complaint that the needle punctured the kinked sheath and was unable to extend was confirmed. The most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, they noticed the sheath was bent. They tried to extend the needle and it would not come out. After device removal and closer inspection, it was noted that the needle was protruding from the side of the sheath. The procedure was completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reported event of needle perforating the catheter. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, they noticed the sheath was bent. They tried to extend the needle and it would not come out. After device removal and closer inspection, it was noted that the needle was protruding from the side of the sheath. The procedure was completed with a different device. No patient complications were reported as a result of this event.